Event description:
It was reported that the patient had neglected severe dorsolumbar congenital kyphosis, wedged t12. A posterior pvcr was done with correction fixation nearly from thoracic spine to s1 with titanium mesh cage. The patient had severe back pain and was unable to sit or stand. A revision surgery was done to implant a longer cage and new rod. No product malfunction was reported.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer. We are unable to determine cause of the reported event.